Event description:
During an in-clinic follow-up, noise that resulted in oversensing was detected on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was reproduced. The rv lead was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.